Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that the patient had a pump system implanted on (B)(6) 2013. He was overnight in the hospital and then sent to a rehabilitation hospital. On (B)(6), 2013 the patient 'coded' and was sent to the hospital where they were unable to revive him. The cause of death was reported to be a pulmonary embolism and was "not device related". The pump system was used to deliver baclofen.

Event description:
It was later reported that the device system was used to deliver lioresal 2000 mcg/ml. The health care professional's office verified that the patient's death was not device related. It was unknown if the device would be returned.